Event description:
It was reported that following power-up the programmer screen went blank. The programmer power was attempted to be cycled however it would not power back on. The power cord and the power source were both changed but the situation did not resolve. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lens on the upper case was cracked and therefore the upper case was replaced and that the programmer head failed e-field immunity and uplink tests and therefore the cable was replaced.(B)(4).